Event description:
On 01/28/08, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a display issue. The pt indicated that the reported meter issue started in 2008, at 1:28 pm. The pt explained that a bar was appearing across the meter's display. As a result of the reported meter issue, the pt took her diabetes medication(s) based on a sliding -scale. The pt takes humalin-r insulin and lantus insulin. At an unspecified time after the reported meter issue began, the pt developed symptoms of feeling high. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, what her last blood glucose reading was before the issue started, when the last result was taken, if the pt was still able to test her blood glucose after the issue started, and what time the pt's symptoms began. In addition, it would have been helpful to know what specific symptoms the pt had, what the pt's medication and diabetes regimens consists of, and what changes (if any) the pt made towards the regimens because of the reported meter issue. The medical affairs specialist was unable to contact the pt to obtain add'l info. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms of hyperglycemia after the alleged meter issue began. It is not clear as to what actions the pt took after the reported meter issue began or what her actual symptoms were.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and , if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.